Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report her one touch ultra meter continued experiencing an "er5" prompt on the screen when attempting to do a blood test. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. She reported that the alleged issue with the subject meter started at an unspecified time, early in the morning of (B)(6) 2011. The patient explained that she tests her glucose 6x/day and manages her diabetes with insulin (pump therapy). Due to the issue with the subject meter, she denied making any changes to her usual diabetes routine. Patient was away from home on vacation at a hotel for 3 days, when the issue occurred. She reported that the last result she could remember was "120 mg/dl", but could not recall the time or day. At approximately 9am, after the alleged issue began, she said she passed out and emergency medical services (ems) was called out to the hotel. At an unspecified time, she claimed that they tested her glucose on their ems meter, obtained a result of "30 mg/dl" and treated her with glucagon. The patient confirmed feeling better after the intervention and ems left by 12 pm. No other device was available for use during this time. At the time of troubleshooting, the cca noted that the patient was not using the subject meter for the first time and had good unexpired strips in use. Issue was resolved during the call with customer service. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed a severe symptom suggestive of hypoglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.